Manufacturer narrative:
Extension model 7482, serial # unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2012; adaptor model 64002, lot # unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2012.

Event description:
It was reported that the patient was implanted with an activa pc and a pocket adaptor in (B)(6) 2011 following normal battery depletion. The patient reported difficulty with the wound healing and movement of the device in the pocket when turning his head. The pocket was revised and the physician explanted the old extension and pocket adaptor and replaced it with a new extension (37085) connected directly to the activa pc. Serous fluid was found in the pocket and was analyzed to determine if there was an infection. Results were negative, impedance measurements on the new system gave good results, and the patient seemed to be okay.